Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the radical-7 and docking station not working properly. The unit will work for 2 minutes and then go off. There were no consequences or impact to patient reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display shuts down within a few seconds (screen becomes blank) and 10-beeps were heard. The 10-beeps alarmed in a continuously loop. Under this condition, the device was unable to engage in monitoring. The failure was caused by a defective component on the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.